Event description:
It was reported that pump displayed malfunction code and fault identification, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged these instructions.